Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 7/29/2021.    H3 evaluation: the analysis results found that one device was returned with no apparent damage in the external components. The device was disassembled to conduct a deep inspection and no damages were found on the internal instrument components. As part of the quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident. Complaint information will be included in complaint trending that is reviewed by the applicable product quality safety surveillance data review board on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4).   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.   If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2021 and the absorbable straps were used. During surgery, the strap only fell out the tip during firing. It did not fire into the soft tissue. The surgeon tried to fire, but the strap would not stay in or penetrate the soft tissue, even with counter pressure. A like device was used to successfully complete the surgery. The surgery was delayed ten minutes. There were no adverse patient consequences reported.